Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein both extensions were explanted and replaced to address the issue.

Event description:
Additional information indicates, high impedances were observed across the lead.

Event description:
It was reported during the (B)(6) 2024 ipg replacement, it was observed both extensions were twisted in the pocket. The patient has experienced multiple falls and would twist their device. This resulted in multiple impedance issues. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.